Event description:
It has been reported that the bd vacutainer® k2e 10.8mg plus blood collection tube has been found experiencing low draw during use. The following has been provided by the initial reporter: on (B)(6) 2019, during use, the customer found 1ea tube has low draw issue. No pic. No sample.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to draw volume. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2e 10.8mg plus blood collection tube has been found experiencing low draw during use. The following has been provided by the initial reporter: on (B)(6) 2019, during use, the customer found 1ea tube has low draw issue. No pic. No sample.